Event description:
Supplemental follow-up report is being submitted due to additional information received on the 23-jun-21: additional information provided by gpm (B)(6) (vascular division) on 23: "I met with dr. (B)(6), and dr. (B)(6) indicated that they might know what contributed to the vent: that his best guess (not confirmed) was that, after a certain amount of time, the patient had a dvt, which caused clotting in the segment of the stent, which he believed could have led to the dislodgement/migration of the stent. Dr. (B)(6) also mentioned that the stent was in three pieces, which he believed was due to pulsatile fatigue. If someone else needs to follow up with me, please have them reach out."

Manufacturer narrative:
PMA/510(k) #: k182980. The zib6-80-14.0-60 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Prior to distribution zib6-80-14.0-60 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the lot number is unknown a review of the manufacturing records could not be completed. There is evidence to suggest that the user did not follow the instructions for use it should be noted that the instructions for use states the following: intended use ¿ the zilver 518 and 635 biliary stents are intended for palliation of malignant neoplasms in the biliary tree. From the information provided it is known that the stent was deployed into the right iliac vein. Images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: right ventricular embolization of the zib6 after right civ into eiv is confirmed. A definitive root cause of off label use was identified from the available. Zib6-80-14.0-60 devices are intended for palliation of malignant neoplasms in the biliary tree. From the information provided it is known that the stent was deployed into the right iliac vein. It is not possible to state how the device will perform when used outside of its validated state. In addition, although not definite, the event description implies that implantation was in the spring of 2020 and that knee replacement followed. As general anaesthesia causes vasodilation this may have had some relevance. Complaint is confirmed as the failure was verified in the images. The right ventricular embolization of the zib6 after right civ into eiv is confirmed. At the time of the investigation the information available indicated that an operation to retrieve the device was being scheduled. If additional information is provided the file will be updated. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental follow-up report is being submitted due to the receipt of additional information on 07-apr-2021 and image review on (B)(6) 2021. Additional information received on 07-apr-2021. The stent was still in place one month after the procedure. Symptoms showed 6 months after the original procedure and the removal was 11 months after that. Original procedure - (B)(6) 2019 1. Are images of the device or procedure available? Images above from initial procedure and follow up after migration. 2. Was this a primary procedure or a recurrent procedure? Primary 3. If this was a recurrent procedure, what procedure had been performed previously? Burned veins prior to procedure 4. If other, please specify. 5. Was a stent previously placed during previous procedures? No. 6. If there was a stent already in place, was the complaint stent placed in the stent that was already in situ? N/a. 7. Was the device used percutaneously? Yes. 8. Where on the patient was the percutaneous access site? Left common femoral 9. Details of access sheath used (name, fr size, length)? 8fr terumo sheath 10. Was the device flushed through both flushing ports before the procedure, as per IFU? Yes. 11. Details of the wire guide used (name, diameter, hydrophyllic)? 12. Did the patient exhibit difficult anatomy? No. 13. Was resistance encountered when advancing the wire guide to the target location? No. 14. Was resistance encountered when advancing the delivery system to the target location? No. 15. How did the physician deal with the resistance encountered? 16. Was the delivery system tracked around a tight angle in the patient anatomy? No. 17. Was the delivery system damaged/kinked/twisted before or during the procedure? No. 18. If yes, please specify: damaged, kinked, twisted. 19. Please specify when this occurred: ___________________ 20. Was pre-dilation performed ahead of placement of the stent? No. 21. Did the tip of the delivery system cross the target location? Yes. 22. Was the handle pulled towards the hub during deployment? Yes. 23. Was the delivery system pushed during deployment? No. 24. Could the stent be fully deployed at the target location? Yes. 25. Was the stent deployed smoothly / without resistance? Yes. 26. If no, please detail any difficulty experienced during deployment: __________________ 27. Was the lesion completely covered by the stent? Yes. 28. Was there any device left through the stent post placement? Yes not left but passed through ivus. 29. If yes, please specify: ivus was used. 30. Was the stent fully deployed from the delivery system prior to removal? Yes. 31. Was post-dilation performed after the placement of the stent? No. 32. If the stent is placed across the papilla, what is the length of the portion of the stent in the duodenum? 33. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Another day. 34. Were any other defects (other than the complaint issue) observed on the delivery system (e.g. Kinks) prior to return? No. 35. If yes, please specify what additional defect(s) were observed and where on the device this was observed: image review was also received on (B)(6) 2021 ¿right ventricular embolization of the zib6 after right civ into eiv is confirmed.¿ initial report details: as reported by the initial reporter "stent placement in rt iliac vein. Symptoms resolved at 30day f/u. No adverse events following. May 2020 rt knee replacement. (B)(6) 2020 chest px and sob. Questioned endocarditis dx. (B)(6) 2021 saw migrated stent in rt ventricle." Patient outcome: did any section of the device remain inside the patient¿s body? - yes. · please describe the object and how it was retrieved: - in process of scheduling open operation to retrieve. Did the patient experience a delay or require any additional procedure due to this occurrence? - yes. · please specify delay or any additional procedure(s) and provide details: has the complainant reported any adverse effects on the patient due to this occurrence? - yes. Has the complainant reported that the product caused or contributed to the adverse effects? - yes. · please specify adverse effects and provide details.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions. Initial report details: as reported to customer relations via complaint form "stent placement in rt iliac vein. Symptoms resolved at 30day f/u. No adverse events following. (B)(6) 2020 rt knee replacement. (B)(6) 2020 chest px and sob. Questioned endocarditis dx. (B)(6) 2021 saw migrated stent in rt ventricle." Patient outcome: did any section of the device remain inside the patient¿s body? - yes. · please describe the object and how it was retrieved: - in process of scheduling open operation to retrieve. Did the patient experience a delay or require any additional procedure due to this occurrence? - yes. · please specify delay or any additional procedure(s) and provide details: has the complainant reported any adverse effects on the patient due to this occurrence? - yes. Has the complainant reported that the product caused or contributed to the adverse effects? - yes. · please specify adverse effects and provide details.

Manufacturer narrative:
PMA/510(k) #: k182980. The zib6-80-14.0-60 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Prior to distribution zib6-80-14.0-60 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the lot number is unknown a review of the manufacturing records could not be completed. There is evidence to suggest that the user did not follow the instructions for use it should be noted that the instructions for use states the following: intended use ¿ the zilver 518 and 635 biliary stents are intended for palliation of malignant neoplasms in the biliary tree. From the information provided it is known that the stent was deployed into the right iliac vein. Images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: right ventricular embolization of the zib6 after right civ into eiv is confirmed. A definitive root cause of off label use was identified from the available. Zib6-80-14.0-60 devices are intended for palliation of malignant neoplasms in the biliary tree. From the information provided it is known that the stent was deployed into the right iliac vein. It is not possible to state how the device will perform when used outside of its validated state. In addition, although not definite, the event description implies that implantation was in the spring of 2020 and that knee replacement followed. As general anaesthesia causes vasodilation this may have had some relevance. Complaint is confirmed as the failure was verified in the images. The right ventricular embolization of the zib6 after right civ into eiv is confirmed. At the time of the investigation the information available indicated that an operation to retrieve the device was being scheduled. If additional information is provided the file will be updated. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: k182980. (B)(4). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. The event occurred in (B)(6) of 2019.

Event description:
As reported to customer relations via complaint form "stent placement in rt iliac vein. Symptoms resolved at 30day f/u. No adverse events following. On (B)(6) 2020 rt knee replacement. On (B)(6) 2020 chest px and sob. Questioned endocarditis dx. On (B)(6) 2021 saw migrated stent in rt ventricle." Patient outcome: did any section of the device remain inside the patient¿s body? - yes. Please describe the object and how it was retrieved: - in process of scheduling open operation to retrieve. Did the patient experience a delay or require any additional procedure due to this occurrence? - yes. Please specify delay or any additional procedure(s) and provide details: has the complainant reported any adverse effects on the patient due to this occurrence? - yes. Has the complainant reported that the product caused or contributed to the adverse effects? - yes. Please specify adverse effects and provide details.